Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that two months post implant the right atrial (ra) lead was explanted due to a dislodgement. A new ra lead was successfully implanted. No adverse patient effects were reported and the investigation is complete at this time.